Manufacturer narrative:
Based on the claim against the product by the customer noting the tech could not load the sureform 30 stapler white reload onto the stapler, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the stapler reload involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint ¿reloads broke before use¿. Visual inspection of the reload found the "wing" at the proximal end of the reload was breaking off and twisted. Additional findings indicated that the reload had not been fired at all. No pushers of the staples were found at the bed surface of the cartridge. The complaint regarding the reloads broke before use was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer could not load the sureform 30 stapler white reload onto the stapler instrument. As reported, the reload broke before use. There was no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received as of the date of this report.